Event description:
Vague report received from baxter states "pump runs 16 hours instead of 22 hours." Report states the device contained an unk concentration of 5fu and normal saline for an unk total fill volume. Report states no pt injury resulted from reported condition. Although requested, the only add'l info provided is that the total fill volume of the device was 110 ml. No further info has been provided.